Manufacturer narrative:
Visual inspection confirmed the reported complaint. Both the inner and outer blades were observed to have been sheared off 1 ½ inches from the distal tip. The inner blade shows significant abrasion at the several places along its entire length. In addition, a significant crack was observed on the adapter body which indicates prolonged lateral load during rotation. The most likely root cause was identified to be excessive force placed on the device during use. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device broke during a hip arthroscopy. The broken piece was removed from the surgical site and the procedure was successfully completed using a back-up device. No patient injury or other complications were reported.